Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizziness and lightheadedness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer investigation laboratory. Evaluation result found no evidence of foam particles. There were no error codes found. The investigation could not confirm the customer complaint of lightheaded. The unit passed final test. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.